Manufacturer narrative:
MFR received date: 22 aug 2019. Date of report received: 30 aug 2019. The reported condition was further clarified as a voltage error. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer deemed the replacement of the power management board, printed circuit board assembly, and the touch screen assembly necessary repairs in order to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019.

Event description:
The customer reported a ventilator that experienced an alarm after boot-up. There was no patient involvement / harm.